Event description:
The facility reported a device with the stop button not working on channel c. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "stop button not working on channel c" was not confirmed, however, during product evaluation, the condition was found on channel b. Inspection revealed the condition was caused by inoperative pump head module keypad. To correct this condition, the pump head module keypad was replaced on channel b. The pump was retested and returned to the customer within specification.